Manufacturer narrative:
The device was received for evaluation. The perforator was visually inspected, and the product label was slightly soiled. The perforator was then functionally tested. A series of holes with drilled without issues. The device performed as intended. A review of manufacturing records found no discrepancies when released to stock. Based on the investigation, the reported issue could not be confirmed. The device functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
I am in dire need of returning 2x perforators that were at the heart of a plunging issue along with a box of unopened perfs belonging to the same lots, for investigation. We had an incident on tuesday 15th where 2 perforators did not stop when they should have. I have isolated the two perforators, they were different lot numbers therefore all stock with same lot has been removed from circulation. I have completed a (B)(6) report as the consequences of this incident could have had a very different outcome for the patient.